Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) patient alleges giving a 10.00 u bolus for lunch in (B)(6) 2017 and it is not recorded in pump history. Isf is 1u:70 mg/dl. Patient is not entirely sure if this is user error and is willing to monitor this matter. Troubleshooting found the bolus totals did match. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.